Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The exact cause of the patient¿s peritonitis cannot be determined with the information available. However, the patient stated touch contamination (during the pd exchange) may have occurred. Touch contamination frequently occurs with pd patients performing pd therapy and a very well documented risk factor for peritonitis infection.

Event description:
A nurse (rn) reported that a peritoneal dialysis (pd) patient had peritonitis. There were no reported allegations that the peritonitis event was caused by any issues with a fresenius device or product. The rn reported the peritonitis was not related to any products. Additional attempts to gather information from the nurse were unsuccessful. Therefore, follow-up was conducted with the patient who confirmed they had peritonitis on (B)(6) 2020. The patient did not have any information on results of the pd culture. The patient stated he did not have any fluid leaks or any issues with the fresenius cycler, or any other fresenius device/product in relation to his peritonitis event. The patient reported he does not know what caused his infection. However, the patient indicated they may have had a touch contamination (during the pd exchange). The patient stated they were treated with antibiotics (unknown medication) intra-peritoneal. The patient has since recovered and continues pd therapy with the same cycler without any issues.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.